Manufacturer narrative:
(B)(4). It was later confirmed by the customer, a biomedical engineer, that he had evaluated the device and verified the reported issue. The biomedical engineer then removed the existing modem and replaced it with a different modem. Once the modem had been replaced, normal device operation was observed and the unit was placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would powered off by itself intermittently. There was no patient associated with the reported event.